Event description:
Reporter indicated that the patient was complaining of painful stimulation in the neck, loss of appetite, possible device migration, and decrease in attention level. Further follow up revealed that the patient was having problems in 2002 with their generator because of their extremely thin stature. The patient's family member reported that the neurosurgeon and a plastic surgeon repositioned the device without complication. In addition, the patient's family member reported that the patient can no longer tolerate their stimulation. Pt was coughing during the regular stimulation and felt painful stimulation during the magnet activation. The physician adjusted the patient's parameters to more tolerable settings. X-rays were taken but the results are unknown at this time. Recently, the patient's family member reported that the patient used their magnet and went into a coughing spell that the pt could not control. The magnet was taped over the generator to inactivate the device. Within ten minutes, the patient went into a major seizure which resulted in an emergency room visit. The physician increased the device output current to 0.5ma and decreased the device magnet current to 1.5ma. The patient had to use their magnet since the parameter adjustment and went into another coughing spell.